Manufacturer narrative:
The customer reported that the org has a noisy ECG and respiration signal. Receiver 1, 5, and 7 are bad. A loaner was sent on two different occasions and both devices were experiencing communication loss. A third loaner org was shipped to the customer however when the customer tried to install the loaner org they experienced communication loss issues. At this time, the customer does not want another loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org has a noisy ECG and respiration signal. Receiver 1, 5, and 7 are bad. A loaner was sent on two different occasions and both devices were experiencing communication loss. A third loaner org was shipped to the customer however this device was also having communication loss issues.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the org has a noisy ECG and respiration signal. Receiver 1, 5, and 7 are bad. A loaner was sent on two different occasions and both devices were experiencing communication loss. A third loaner org was shipped to the customer however when the customer tried to install the loaner org they experienced communication loss issues. At this time, the customer does not want another loaner. The device has been returned to nka, however, the device was misplaced and never evaluated. Device seems to be misconfigured. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.